Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during fill 2 of 11. The fill volume (fv) equaled 235ml. The baxter technical service representative (tsr) assisted the caregiver (cg) to close and open the transfer set and no fibrin could be seen and there were air bubbles in the patient line with big air gaps. The cg said they had done the bypass several times. The tsr assisted the cg to end the therapy and informed them to start over using new supplies. They followed the above and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg explained that she discarded the sample and did not know the lot number. She stated that a possible cause was the machine may not have been level with the home patient (hp) and that the patient may have been laying on one of the lines. She could not be certain of the exact cause however. The cg advised that the (hp) was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a air in tubing was not confirmed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.